Event description:
A us distributor contacted zoll to report that a patient had an itchy red yeast infection under the lifevest equipment. Patient reported that the skin irritation was unrelated to the lifevest. It is unclear if the lifevest exacerbated the condition. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a prescription for the yeast infection. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.